Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a burnt inlet, light failure due to gas escape, and no high brightness due to mesh turret deterioration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro xenon light source fails to power on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation: (1) a converter failure has been confirmed which was determined to have caused the phenomenon ¿power does not turn on¿; (2) for the phenomena, ¿xenon lamp gas loss does not produce light ¿and (3) ¿scorched inlet¿, the cause of the occurrence was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Other incoming inspection finding found was ¿device does not switch to high brightness due to malfunction brought about by the deterioration of the mesh turret¿. As a result of the confirmation of the product by the repair department, no defects other than those listed above have been recognized. Olympus will continue to monitor field performance for this device.